Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (compromised sterile packaging) and product code (B) (4). Method: DHR and complaint history review. Result: no other events reported, no mfg issues noted.

Event description:
(B) (4): compromised sterile package. It was reported that "blister pack appeared to be tampered w/ as is a non-sterile box after opening the outer package."